Event description:
It was reported by a patient that post-operatively a "nut" from st360 instrumentation "detached" from the construct used to treat l4-l5. No further information is available at the time of this report.